Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 06/23/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during a demonstration of the device the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 45 (not at home position after power on/restart) error message. User advisory 2 (compression tracking error) was also displayed, indicating faulty load sensors. No patient was involved during this event. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection of the returned platform was performed and there were no physical damage or cosmetic issues observed a review of the archive was performed and observed multiple user advisory (ua) 02 (compression tracking error) and ua 45 (shaft not at "home" position) messages had occurred from (B)(4) 2016 to present. During functional testing, the autopulse platform was tested using a regular mannequin. After doing compressions for about 20 minutes, the platform displayed advisory 2 and stopped compressions. Advisory 45 was not observed during functional testing indicating that the user was able to clear the error that was observed in the archive log. Further testing showed that one of the load cells was found to be faulty. This discrepancy between load cells caused the ua 2 whenever the test mannequin was slightly offset. In summary the customer's reported complaint of the platform displaying ua 45 was confirmed during archive review but not during functional testing. Ua 45 is a non critical error that occurs when the lifeband is not in the "home" position. This user advisory will persist until the driveshaft is returned to its home position. The autopulse user guide instructs, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Ua 2 was also observed during archive review and during functional testing and was attributed to a faulty load cell module. After replacing the load cell module, the platform passed all final testing criteria.